Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2009 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue and excessive levels of chromium and cobalt in his blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2009 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Device info added. An event regarding alleged elevated metal ions involving an accolade stem was reported. The event was not confirmed. Product evaluation and results: not performed as the device was not returned. Clinician review: not performed as medical records were not provided for review. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as no lot information was provided. The event could not be confirmed nor the root cause as insufficient information was received. If further information and/or the device becomes available this investigation will be reopened.